Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.